Event description:
It was reported that this implantable pacemaker had 5 years of remaining battery life. The physician determined that the pacemaker longevity had dropped to 4 years. Additionally, the physician stated that the follow-up will continue with a view to preventive replacement. This pacemaker remains in service. No adverse patient effects were reported.